Event description:
The pt described pain of the knee at the pes anserinus muscle. X-ray images in stress situation show an asymmetric knee mechanic. A follow-up examination is planned for the end of (B)(6) 2010. So far the pt received local anaesthetics of the pes anserinus muscle.

Manufacturer narrative:
Investigations not possible because the implant is still in situ until further examination. This event occurred outside of the u.s. And involved a product that was mfg outside of the u.s. However, because the link endo-model rotational knee prosthesis also is marketed in the u.s. Link is submitting this MDR to ensure full compliance with 21 cfr part 803.